Event description:
It was reported that this right atrial (ra) lead was part of the system revision due to infection. No adverse patient effects were reported. The ra lead was explanted.

Manufacturer narrative:
This supplemental report is being filed to correct the e1: initial reporter name; h2: follow-up type; h3: device eval by manufacturer; and h11: additional MFR narrative.

Event description:
It was reported that this right atrial (ra) lead was part of the system revision due to infection. No adverse patient effects were reported. The ra lead was explanted.